Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional viabahn procedure. The sheath was upsized to 12f for the viabahn procedure. After the procedure the knots of the two proglide devices were tightened, but hemostasis was not achieved. Reportedly, a new proglide was used and it was difficult to insert. There was no bleeding from the marker lumen so an angiogram was performed to verify the location of the device. The suture was deployed and the knot was tightened, but hemostasis was not achieved. Manual compression and ballooning were performed to achieve hemostasis. The physician opined that an injury to the vessel occurred when the 12f procedural sheath was inserted. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported blocked marker lumen was confirmed. Difficulty to insert into the anatomy and failure to achieve hemostasis could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.